Event description:
Customer reported a tool malfunction: the tempbase insertion tool broke during insertion. Tool and damaged tempbase received; called sales rep: the session has ended successfully.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.